Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra) and a left ventricular (lv) lead due to system infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. During the procedure, a spectranetics tightrail rotating dilator sheath, a spectranetics visisheath dilator sheath and a spectranetics 16f glidelight laser sheath were used to aid in lead extraction. The ra and lv leads were successfully removed. While removing the rv lead with the 16f glidelight and while applying traction via the lld, the rv lead broke at its distal coil. The lld remained intact and came out with the broken lead portion. The decision was made to abandon the procedure, as it was late at night, and the patient was scheduled the following day to remove the lead remnant by snare. There was no reported patient harm. This report captures the lld providing traction when the rv lead broke, requiring intervention in order to remove the rv lead remnant. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient weight unk. Patient ethnicity/race unk. Relevant tests/laboratory data unk. The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.